Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the device which resulted in the patient experiencing a decrease in heart rate. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.